Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported complaint of extended charged time was confirmed in the laboratory. The cause of the extended charge time was confirmed in the laboratory. The cause of the extended charge time was found out to be due to the battery performance.

Event description:
It was reported that the device was explanted due to extended charge time.